Event description:
Type 1.5 diabetic on a tandem t:slim insulin pump using controliq software that pulls blood glucose (bg) readings from a dexcom g6 transmitter and sensor. The tandem insulin pump is working correctly but I have had and continue to have issues with the dexcom g6 sensors and transmitters. Multiple sensors have sent incorrect bg readings to the pump; giving me too much or too little insulin resulting in very low or very high blood sugars. Yesterday and today the transmitter failed multiple times and didn't send any data to the pump at all causing the pump to alarm repeatedly and me having to turn the controliq function off so I could manually manage my insulin boluses. Right now the sensor is showing incorrect bg values and my blood sugar is very high with ketones present. I noticed these problems within the last 3 to 4 months and file a product failure report with dexcom now every time and they continue to send me replacement sensors and now transmitters. I never used to have issues with dexcom prior to going on medicare; now the items I get are labeled "government payor only" which makes me wonder if they are sending subpar/poor quality products to medicare patients or if they are having a recent manufacturing/quality control problem since I never have experienced these types of product failures before. The biggest issue for me (other than feeling like crap when my blood sugar is over 400 and probably having organ damage) is that the tandem pump with the controliq software turned on relies on the dexcom to send it accurate bg reading to give me insulin based on the controliq algorithms - now I don't trust the dexcom g6 product and have turned off controliq on the pump and am back to testing my bg manually via a finger stick and bg meter. If this is happening to me, it must be happening to other people who use and rely on the tandem/dexcom closed loop insulin delivery system. It's hard enough trying to manage your type 1 diabetes without having faulty/incorrect equipment. I reported all these problems with the dexcom sensor inaccuracies to my endocrinologist last time I was in for a 3-month check up. The dexcom said my blood glucose was 310 (once it started sending data, the transmitter had quit sending data 7 times yesterday and 4 times today so far).